Event description:
I had a double mastectomy on (B)(6) 2019. I immediately started having fevers, chills, drenching sweats and on (B)(6) 2019 broke out in nodules. I was diagnosed with sweets syndrome via a biopsy of nodule on (B)(6) 2019. I am 11 weeks post mastectomy and continue to have active sweets syndrome. I found out last week that I am wearing allergan textured tissue expanders. I fear that the expanders are causing the sweets syndrome. FDA safety report ID# (B)(4).